Manufacturer narrative:
The insulin pump was received stuck in critical pump error (open book image) and unable to download due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify pump error alarms due to critical pump error. Pump was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, missing reservoir tube o-ring, peeling end cap address label, corrosion in battery tube, severe corrosion on force sensor assembly and severe corrosion on motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the error still returned after troubleshoot. The product was returned for analysis.